Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer being physically active, blood glucose (bg) decreased to 48 mg/dl. Reportedly, the contact was unsure if the basal software suspended insulin delivery at the time of low bg event. Contact declined to perform troubleshooting with tandem technical support and declined to upload pump data.